Manufacturer narrative:
One sample of device was received for evaluation. An inflation/deflation test was performed, the sample was submerged into a container filled with water and it was observed the pilot balloon leaks air. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device started leaking two weeks after insertion and the air could not hold. It was reported that the device was replaced.